Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-33, lot# va0mzlj, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-33, lot# va0w73d, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturers representative reported that there was going to be a revision because the patient had discomfort at the implantable neurostimulator location. They were unsure which device was being moved but the patient was not comfortable with where the implant was sitting since implant. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.